Event description:
The patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the medacta stem and head with competitor components and revised the medacta liner with a medacta liner 3 years and 1 month after primary. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 03 march 2022: lot 166429: (B)(4) items manufactured and released on 06-feb-2017. Expiration date: 2022-01-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2018.